Event description:
During a stent placement procedure for treatment, the stent suture broke. The stricture was dilated twice by using a balloon dilator. The stent passed through the stricture over the guidewire. The physician started to deploy the stent, then the suture was torn in the middle of the procedure. So the physician had to pull out the stent with the delivery system.